Manufacturer narrative:
B5: the lens was removed and replaced on (B)(6) 2023. The lens was replaced with another same model/length but different power lens and the problem was resolved. Patient is happy. Claim#: (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b:unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -01.50/+3.0/090 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022. The patient experienced a refractive surprise and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).